Manufacturer narrative:
Concomitant medical products: product ID 3888-33, lot# v470183, implanted: (B)(6) 2011, product type: lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3888-33, lot# v549686, implanted: (B)(6) 2011, product type: lead; product ID 3888-56, lot# v543664, implanted: (B)(6) 2011, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3888-56, lot# v543664, implanted: (B)(6) 2011, product type: lead; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient had a power on reset (por) due to a ¿power surge.¿ the patient had to go to the doctor and have his programming re-installed. Additional information requested but had not been received as of the date of this report.